Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was in overdischarge. The rep said the patient had not charged the ins in a long time and couldn't communicate with the ins using the recharger or programmer. The rep performed two device resets but they did not reboot the ins. The patient didn¿t want any more device resets and wanted to be scheduled for a consult for battery replacement. It was noted that the issue was resolved at the time of the report and surgical intervention was planned. No symptoms were reported. No further complications were reported.